Event description:
Event description guidant received information that this ventricular implantable lead exhibited noise on the rate/sense and shock channels that was oversensed and resulted in an inappropriate shock. Pacing was likely inhibited during the noisy episode.